Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched across the main body of the balloon, from the proximal markerband over the distal markerband, and measured 4.3 cm in length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Bsc received this 5.0 x 40 mustang balloon catheter with a longitudinal tear observed in the balloon. Additional information is not available.

Manufacturer narrative:
(B)(4).

Event description:
Bsc received this 5.0 x 40 mustang balloon catheter with a longitudinal tear observed in the balloon. Additional information is not available.